Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had sounded an audible alert. Follow-up with the patients clinic revealed that upon interrogation of the ICD it was discovered the right ventricular (rv) lead, svc high voltage coil impedance had been fluctuating, triggering a lead alert. The device was reprogrammed to a single coil configuration and the rv lead remains in use. No patient complications have been reported as a result of this event.